Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (2gm, every 5th day, discontinued), gentamicin injection (40mg per day, discontinued) and meromac injection (1gm per day, discontinued) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. The cause of peritonitis and hospitalization were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.